Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display went blank while in use. No patient harm was reported.

Manufacturer narrative:
Resolution and disposition: the fse replaced the color lcd and the backlight inverter to resolve this issue.